Manufacturer narrative:
(B)(4).

Event description:
The consumer, via the manufacturer representative, reported that during explant, the lead broke. As a result, a fragment remained in the patient's body and lead "misplacement" was noted. Due to this, the patient was suffering from pain in the sacral area. It was unknown why the lead was being explanted or when it was explanted. In addition, it was unknown if further actions or interventions were planned to resolve the issue. As of (B)(6) 2016, the patient felt that the implantable neurostimulator was helping their incontinence issues, but they still experienced pain in the sacral area. No further information was provided. A follow up report will be sent if additional information is received.